Event description:
It was reported to tyco/kendall healthcare on the day after event that a mahurkar maxid catheter was being explanted; the catheter was being removed by separating the tissue ingrowth from the cuff with a hemostat. It was maintained that the catheter was not pulled and the cuff appeared to have fallen off. The cuff was not found. Dr reports no harm to pt.